Manufacturer narrative:
This report is submitted on april 02, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to extrusion of the electrode lead. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on jun 04, 2024.